Manufacturer narrative:
The insulin pump was received with intermittent buttons due to moisture damage at the keypad traces. No unexpected beeping or vibrating anomalies noted. However, corrosion was noted at the lcd, mother board and interface board per visual inspection. The device was also received with cracked case at display window, cracked display window and battery tube threads, minor scratched lcd window and with missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Company representative informed via email that she spoke on the phone with the customer and the customer reported that the insulin pump had a hairline crack on the screen. The customer was unable to troubleshoot at the time and stated she would call back. She called back on (B)(6) 2014 and reported that she went swimming without removing the insulin pump and then it started vibrating, the lcd seemed foggy and the buttons became unresponsive. Blood glucose value was 106 mg/dl. She was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.